Event description:
On (B)(6) 2011, pt reported both the up and down buttons on the infusion device are defective, and pt realized this when she attempted to bolus. Pt has used this infusion device since 2007 and boluses 4-5 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.